Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the patient had a pump replacement (see manufacturer's report #6000030-2011-00710), he was not "feeling right" and did not feel "normal on this medication which is in the pump." He has difficulty walking due to leg numbness and has to "go to the restroom frequently." The patient had attempted multiple times to contact his physician but was unsuccessful. It was stated that the patient had a spinal fluid leak which caused the patient to gain (B)(6), but his hcp would not see him at "that time." The patient had seen his physician on (B)(6) 2011; his medication was decreased "from 11 to 9." The patient then "went into withdrawals, started throwing up and called the nurse" who could not reach the physician. The physician checked on the patient at 10:30pm but the patient did not realize that he had gone home because he was incoherent. The patient was trying to get in touch with the physician to adjust his medications; however, no one had called the patient back. The patient stated that the current medications "aren't agreeing with" him. The patient was at home. The medications being delivered via the device system were bupivacaine, clonidine, baclofen and hydromorphone. Additional information has been requested, a follow-up report will be sent if additional information becomes available.